Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer had experienced similar malfunctions on the pump previously. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.